Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. One used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors, and that it was released after meeting all quality requirements.

Event description:
The customer reported that the device would not seal properly during a procedure. No further information could be provided regarding the incident.